Event description:
The manufacturer received information from a third party service center alleging a ventilator was not functioning. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the device's system board was replaced to address the issue.